Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 76-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that after the cp placement, the patient had no pulse in the right lower extremity. Medical staff placed 9f and 5f distal reperfusion sheaths fem-fem, which restored the patient¿s blood flow. The patient eventually expired. There is not enough information to associated the patient's outcome with the use of the impella device.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.